Event description:
(B)(4). It was reported that the powder coating was allegedly chipping off of the surgical light handle. There was no pt involvement and no adverse consequences reported. As three light handles were reported to have this condition, a second medwatch report will be filed under 2031963-2012-00160, and a third medwatch report will be filed under 2031963-2012-00162.

Manufacturer narrative:
There was no reported pt involvement, therefore no pt data exists. The catalog number provided is for the weighted light handle which is the component that allegedly was reported to have flaking paint. Product involved in alleged paint flaking has not been returned to manufacturer for eval, but this return is anticipated. The handles alleged to have flaking paint are expected to be returned to the manufacturer for further eval but have not been returned as of yet. The root cause has not been fully determined and the investigation remains ongoing.